Manufacturer narrative:
Additional information was received from the reporter clarifying that the patient was weaned from the impella on (B)(6) 2026 without changing hemodynamics and the patient expired about 12 hours later.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale update due to additional information provided: a 42-year-old female presented pre support in a condition consistent with scai stage d cardiogenic shock with indication for use of the impella cp for acute myocardial infarction/cardiogenic shock. Approximately 12 hours post pci and insertion, the patient developed hypotension in the ICU requiring CPR. During resuscitation, a suspected left ventricular free wall rupture was identified, later confirmed by echocardiography. Bedside pericardiocentesis was performed, and more than four units of blood were administered due to pericardial effusion/free wall rupture based on the available information, the event appears related to the patient¿s underlying clinical condition and complications associated with myocardial free wall rupture rather than any device deficiency or malfunction. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock. (B)(6) 2026

Manufacturer narrative:
Complaint/patient coding was updated/corrected as the following: added surgical intervention (f19). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that reflects the reported event. Investigation summary. The impella device was not received and because the device was not returned, a physical evaluation or analysis could not be performed. A review of the device history record confirmed that the device passed all post-sterilization inspection checks. With respect to the reported pericardial effusion, hypotension, the root cause could not be determined due to insufficient clinical information. The cardiac perforation, patient device interaction problem cause was most likely use issue related since the free wall ruptured during cardiopulmonary resuscitation. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.